Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿device rupture and extrusion¿. The device involved corresponds to a motiva flora tissue expander, serial number (B)(6), catalog number xmm 66. Establishment labs has not received the unit involved for analysis yet. Additional attempts to get more information about the event will be required. In the meantime, the following information has been reviewed: a complete review of the DHR for lot 22112302 was carried out, and no deviation was found in the manufacturing process. A review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. The instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture occur when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿. "Breast-implant extrusion, or breast implant exposure, occurs when the breast skin and tissues that are holding the implant fail, causing the implant to protrude through the skin and become exposed. It happens in less than 2% of patients; it is shortly after breast augmentation or down the road. Breast-implant extrusion can occur for various reasons, such as improper wound healing due to an infection, trauma, too little soft-tissue coverage, oversized implant coupled with too little tissue coverage, or lack of blood supply. Breast-implant extrusion calls for surgery and removal of the implant". As stated in the literature, ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Extrusion represents potential complications associated with the use of breast implants, it involves the implant coming through the skin, normally through the incision where it¿s been placed. Extrusion can happen for several reasons, such as the skin over the implant thinned too much leaving too little coverage for the implant, the implant used is too large, the incision did not heal well and broke open. Implant exposure due to poor tissue coverage frequently obligates the surgeon to remove the breast implant and begin anew (gargano, ciminello & de santis; 2009). Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time.

Event description:
Title: device rupture and rotation. Description: surgery was booked for the (B)(6) 2024 and the patient had successful removal of both expanders to implants. On removing the flora expander on the left side it was noted that the expander had rotated and that there were three needle holes in the expander. It was an incidental finding when on the last couple of fills the expander was not holding the fluid. As the patient was a reconstruction patient and the doctor felt that they had enough expansion no MRI¿s or CT¿s were organized and no photos were taken due to the facility in a public hospital. Only in theatre photos were taken to show that there were needle stick holes and rotation of the flora.

Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿device rupture and extrusion¿. The device involved corresponds to a motiva flora tissue expander, serial number 22112302-10, catalog number xmm 66. A complete review of the DHR for lot 22112302 was carried out, and no deviation was found in the manufacturing process. A review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. The instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture occur when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿. "Breast-implant extrusion, or breast implant exposure, occurs when the breast skin and tissues that are holding the implant fail, causing the implant to protrude through the skin and become exposed. It happens in less than 2% of patients; it is shortly after breast augmentation or down the road. Breast-implant extrusion can occur for various reasons, such as improper wound healing due to an infection, trauma, too little soft-tissue coverage, oversized implant coupled with too little tissue coverage, or lack of blood supply. Breast-implant extrusion calls for surgery and removal of the implant". As stated in the literature, ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Extrusion represents potential complications associated with the use of breast implants, it involves the implant coming through the skin, normally through the incision where it¿s been placed. Extrusion can happen for several reasons, such as the skin over the implant thinned too much leaving too little coverage for the implant, the implant used is too large, the incision did not heal well and broke open. Implant exposure due to poor tissue coverage frequently obligates the surgeon to remove the breast implant and begin anew (gargano, ciminello & de santis; 2009). After analyzing the report and unit received, through visual inspection test we confirmed an implant rupture. The device involved was returned to our laboratory for the corresponding testing. Investigation results: 1. Visual inspection shows a rupture in the reported implant s/n 23032529-10. 2. Shell thickness: perform a measure of the shell thickness in order to confirm if the unit is according to drw-400 rev 3.0. -results: according to the measure performed, the returned unit meets the thickness specification according to drw-400 rev 3.0. 3. Visual inspection under the microscope to characterize the area in the shell wall where the rupture occurred. A comparison is made against simulated rupture test sample units simulating surgical damage and mechanically induced shell damage. - results: visual inspection under the microscope revealed there is a pattern like that found in the simulated surgical damage test sample unit. On the contrary, the pattern is not like the one found in a simulated mechanically damage shell. 4. Mechanical test: specimens are cut out from the apex and base portions of the shell to perform ultimate elongation and break force tests per tm-001 ¿iso based test method for elongation at break¿ rev. 13. - results: ultimate elongation ultimate break force thickness meets the specification of tm-001 ¿iso based test method for elongation at break¿ rev. 13. General conclusion: the root cause for the rupture reported was a cut resulting from a sharp instrument which could have weakened the shell. The alleged rotation could not be confirmed due to insufficient clinical evidence. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our complaint data report pms-001128, no unfavorable trends were detected on this product. No further actions are required. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. The alleged events are risks associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process. The cause of rotation (flipping) is multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post-market surveillance of reported complaints & adverse events.